Event description:
No known adverse event. Customer reported that the loaner scope that was shipped to them was blinking during a procedure. The date of event is unknown. This event occurred at the time of during use. There was no report of patient harm.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is classified as import for export, therefore 510k is not applicable.

Manufacturer narrative:
Correction information: g4: premarket identification PMA/510(k). G6: follow up #2. H2: if follow-up, what type?

Manufacturer narrative:
Correction information: g6: follow up #1. H2:if follow-up, what type? H3:device evaluated by manufacture. H6: coding changed based on the investigation result. Additional information: h4:device manufacture date. Evaluation summary this event is caused by the disconnection of the internal cable due to repetitive bending loads or external loads.